Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was clicking but would not open. The customer was unable to recover it. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main full height drawer 4 was failed to open and unable to recover. A field service engineer found that the left-side drawer slides were broken, with ball bearings falling out, replaced the slides on both the left and right sides, tested the drawer using hardware diagnostics and verified functionality in the application. All tests passed, and the drawer operated correctly. The system functioned as intended after the field service engineer repaired the device.